Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer final investigation. 1. As stated previously the reported event was confirmed during the evaluation step of the complaint process. 2. In addition, an investigation was performed by the legal manufacturer based off of the information provided. A. A review of the instructions for use was performed and it was confirmed the it gives instruction for proper installing and removing the video connector for the cv-190 unit. Specifically the IFU states; the following information is provided in cv-190 operating instructions for installing and removing the video connector. This may have prevented. · push the video connector of the video scope cable exera ii into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the "up" mark points upwards. · push the video connector into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the "up" mark points upwards. · push the video connector of the camera head or the oes video converter into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the "up" mark points upwards. · when a visera endoscope, oes video converter, or camera head is used, disconnect the video connector of the video scope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down. · when an evis series endoscope is used, disconnect the scope side connector of the video scope cable and place it on the scope cable holder. If disconnecting the video connector of the video scope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down, place it on the side of the scope cable holder. B. A review of the DHR was performed and there were no issues found within the record associated to the reported event. C. A review of the design was performed and it was confirmed that the design was changed to improve the tolerance of damage to the power switch. 3. Conclusion: a root cause could not be definitively identified. Based on the results of the investigation and additional information that was provided, the following is the most likely cause to the reported complaint. From the manufacturing date (2012/7/27), the most likely cause is that the power switch was broken because the frequency of activating the power switch exceeded the original design assumptions. This is because this product was a produced prior to past design changed to improve the power switch. For the image disappearing due to worn lock latch detected during the evaluation of the product, more than eight years have passed since the production of the device in question. It is most likely that the lock broke down due to wear caused by prolonged repeated use. Conversely the user may have tried to pull out the video connector without lowering the unlock lever, and the image disappeared when the scope was moved.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The main switch was found stuck in the off position. The power switch was determined to be a previous version. In addition, a worn lock latch on the video connector was found, causing loss of image when manipulating (wiggle) the pigtail.

Event description:
A user facility reported to olympus that the power button would "not reset and doesn't return back out." The problem, as reported to olympus, occurred during reprocessing and no patient involvement was reported to olympus.